Manufacturer narrative:
H.11. A device service history review has been performed showing that the unit had no similar events since the unit's manufacturing date. Based on the investigation findings, the root cause of the event was a stuck solenoid valve. The failure of electro-mechanical devices can originate from the specific use condition at the customer site that may have contributed to the event, such as exposure to heat, dust, moisture, or the action of disinfectants used in cleaning procedures, which contribute to the wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device did not cool on patient side, while cardioplegia one worked properly. The issue occurred while the unit was switched on, during priming checks. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to patient circuit solenoid valve that was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.